Event description:
It was reported that the graft broke into multiple pieces upon insertion.

Manufacturer narrative:
Complaint history review; risk assessment; further email correspondence with sales rep confirmed surgeon used a mallet to insert the cage and noted that the disc space was tight. The surgical technique states to carefully insert the implant gently and progressively into the disc space. It is likely the force applied during insertion of the device into the tight disc space was excessive leading to the fracture implant. The plausible root cause of the reported event is user related.

Event description:
It was reported that the graft broke into multiple pieces upon insertion.